Event description:
It was reported that the customer's blood glucose (bg) was 3.2 mmol/l and customer lost consciousness. Customer's spouse called paramedics and customer was taken to the emergency room (ER). Customer did not recall treatment provided by paramedics and upon arrival to ER, bg was returning to normal. No further treatment was provided. Customer was discharged from ER a few hours later the same day. Cause of low bg was not known, however, customer mentioned that when the pump auto corrects the likelihood of a low bg event increases as they have a condition that results in a very slow digestion (3 hours or more). Customer declined technical support's offer to perform a system check. Customer reverted to using an alternate pump for insulin therapy, and reportedly, customer was to review and reassess pump settings.